Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparoscopic sterilization instead). Essure was removed. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015 (this record refers to the case of 2012). The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation") in a 39-year-old female patient who had essure (batch no. 962097) inserted for female sterilization. The patient's past medical history included gravida ii, parity 2 and c-section (one c-section.). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 4 months 14 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparoscopic sterilization instead on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015 (this record refers to the case of 2012). The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Insertion performed during follicular phase, easily, no fluid loss during hysteroscopy more than 1500cc, procedure took less than 20 minutes. Lmp before insertion was on (B)(6)2012. No complaints after insertion. No abnormal findings prior to insertion. Perforation was diagnosed on (B)(6) 2013 (right side) through laparoscopy. Left device was well positioned while right one was in uterotubal junction. On (B)(6) 2013 - removal of the insert, followed by electrocoagulation of the right tube. No signs of infection or inflammation. She was recovered form event on report date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed occlusion. X-ray - on an unknown date: confirmed occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation") in a 39-year-old female patient who had essure (batch no. 962097) inserted for female sterilization. The patient's past medical history included multigravida, parity 2 and c-section (one c-section.). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 4 months 14 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparoscopic sterilization instead on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015 (this record refers to the case of 2012). The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Insertion performed during follicular phase, easily, no fluid loss during hysteroscopy more than 1500cc, procedure took less than 20 minutes. Lmp before insertion was on (B)(6) 2012. No complaints after insertion. No abnormal findings prior to insertion. Perforation was diagnosed on (B)(6) 2013 (right side) through laparoscopy. Left device was well positioned while right one was in uterotubal junction. On (B)(6) 2013 - removal of the insert, followed by electrocoagulation of the right tube. No signs of infection or inflammation. She was recovered form event on report date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed occlusion. X-ray - on an unknown date: confirmed occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: perforation questionnaire received. Patient information, lab tests and reporter's comment fields updated. Batch number provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparoscopic sterilization instead). Essure was removed. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015 (this record refers to the case of 2012). The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.